Manufacturer narrative:
Product condition rec'd. The product was returned with the membrane loosely folded at middle and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter but it was not a datascope product. The pressure tubing was also returned. Product evaluation: a visual examination of the product detected the inner lumen within the membrane was completely separated within a kink located 27.9cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no other leaks were detected. Conclusion: the break found in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing. It is difficult to determine how or when the kink occurred, however a kink found in this location typically occur during he insertion process. The instructions for use indicate while constantly holding the iab catheter at a location within 2.5cm of the insertion section, advancing the iab catheter should always be performed in short, one inch continuous strokes. Failure to do so may result in kinking of the catheter and cause the iab to be difficult to insert through the sheath. It also indicated to use a datascope sheath components provided with the iab catheter kit. A review of the device history does not indicate any lot specific issues. (B)(4).

Event description:
There was blood in iabp, the breaking point was clearly visible. There was blood in the helium tube. Patient died in further course on (B)(6) 2013. No complications reported from event. The balloon available and ready for return.